Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. On (B)(6) 2016 the patient reported recurrent hernia and disabling symptoms on the carolinas comfort scale during the two year patient follow-up questionnaire. Additional information has been requested.